Event description:
The user facility reported that during a patient procedure their 5095 surgical table began to tip and a patient began to slide while the table was being put in trendelenburg position. The procedure was completed successfully and the patient did not fall off the table. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found no issues with the function or operation of the table. The cause of the reported event is attributed to user facility personnel inadvertently contacting the hand control. The 5095 surgical table operator manual states, "failure to keep all personnel and equipment clear of the surgical table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." A steris account manager provided in-service training on the proper use and operation of the 5095 surgical table, specifically on proper hand control placement and handling. No additional issues have been reported.